Manufacturer narrative:
(B)(4). A visual inspection of the incident sample showed tissue in-between the jaws. The jaws were stuck shut. Although the knife was not protruding from the jaws, the webbing was bent and the knife was trapped in the track. This caused the jaws not to fully close. Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument so as not to compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position before activating the cutter or the cutter may not securely stay within the guiding track of the jaws. Covidien lp has recently implemented a new jaw/blade assembly design to increase the blade retention within the jaws of the hand piece. This makes the design more robust to variations in user technique. These corrective actions have significantly reduced reports of this nature.

Event description:
The customer reported that the knife cut but would not retract. The jaws would no longer close with the knife extended. The procedure was completed using sutures. There was no blood loss and no patient injury.